Manufacturer narrative:
Product complaint # (B)(4). H11. Corrected data: g4. (B)(6) 2020.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 02/13/2020. Additional information was requested: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What specific bowel procedure was performed? Did the issue occur on first firing of each of the devices? If not, what is the scrub¿s experience with loading the device? Was there any difficulty loading the device? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? On which part of the anastomosis creation did the devices jam (proximal/distal transection, creating common channel, etc.)? Were other stapling or suturing devices used when creating the anastomosis? Was the device difficult to put the two halves together/close? Was the device difficult to fire prior to jamming? Can more information be provided on the shape and location (proximal to distal or lateral) of the malformed staples? How was the bleeding addressed? How was the anastomosis ultimately completed? Was the patient¿s hospital stay extended due to the issues experienced with the devices? What is the current status of the patient? The following response was obtained: please just look at the device and answer why the reloads misfired 3 times. It was virgin tissue and not very thick. See attached facility medwatch.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 01/02/2020. D4: batch#: r5aj8r. Device evaluation summary: the analysis results found that the tlc55 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staple were observed and the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What specific bowel procedure was performed? Did the issue occur on first firing of each of the devices? If not, what is the scrub¿s experience with loading the device? Was there any difficulty loading the device? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? On which part of the anastomosis creation did the devices jam (proximal/distal transection, creating common channel, etc.)? Were other stapling or suturing devices used when creating the anastomosis? Was the device difficult to put the two halves together/close? Was the device difficult to fire prior to jamming? Can more information be provided on the shape and location (proximal to distal or lateral) of the malformed staples? How was the bleeding addressed? How was the anastomosis ultimately completed? Was the patient¿s hospital stay extended due to the issues experienced with the devices? What is the current status of the patient? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Device 2 of 3.

Event description:
It was reported by the sales rep that during a bowel resection, three staplers, one tlc75 and two tlc55 staplers, produced malformed staples and had excessive bleeding on the staple lines. All 3 staplers allegedly only fired 1/3 of the way and jammed, not allowing the surgeon to continue the complete fire. Surgeon claims the tissue was not too thick or too much tissue along the staple line. The procedure was delayed by an unknown amount of time. It was not reported how the procedure was completed. Unknown how bleeding was controlled. According to the surgeon, hospital stay was extended. To what extent, I don¿t know. Patient was later discharged. Patient is ok.